Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent a procedure wherein the ipg and leads were explanted due to an unknown reason.

Event description:
It was reported that the patient underwent a procedure wherein the ipg and leads were explanted due to an unknown reason. The explanted device components were not returned. Additional information was received that the reason for the explant was that the patient does not have pain anymore.